Event description:
Per the audiologist, the patient reported "noises in her head" even when not using the cochlear implant system. The audiologist requested a device evaluation prior to referring the patient for a psychological evaluation. Results of an integrity test done in 2007, showed normal normal receiver/stimulator function. The following month, the patient's parents reportedly decided to have the patient's device electively explanted and the patient reimplanted with a new device. The patient's device was explanted the follwoing year, and a new device was reimplanted during the same surgery. Evaluation of the device showed faults. Although it was not possible to determine when the faults occurred, this event will be reported as a product problem.

Manufacturer narrative:
This is a final report, filed on july 31,2008. Background information provided: the patient was a good implant user until reporting of hearing noises in her head with a without the implant on. The result of integrity test performed showed normal receiver/stimulator function. The patient's parents decided to proceed with the elective explantation and re-implantation with a new device. Results/findings of analysis. There were tears in the silicone carrier at the boot section and the stimulator body. A dent was also observed on the stimulator. The exact cause of the damage on the stimulator body could not be established during the analysis. It could not be ruled out, however, that the device experienced additional damage during explantation and transport. The results of tests performed with the device in saline solution showed that the damage on the stimulator caused a breach in the electrical insulation of the electrode wire assembly. The device passed all other tests conducted when it was dried.